Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter tip non-detachment. The patient was undergoing a procedure for liquid embolization of an arteriovenous malformation (avm). Patient's vessel tortuosity was normal. It was reported that the apollo catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. There was no friction or difficulty during injection. After the embolization was completed, the apollo catheter tip did not detach when the catheter was retrieved from the patient although the tip was entrapped/stuck. There was no vasospasm. Force was applied in order to remove the apollo catheter. There was no harm or injury to the patient and no additional action or intervention was required. Ancillary device: squid 12.